Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device evaluation and legal manufacturer's final investigation. New information added on fields: h3 and h6. Correction on fields: b5, d5, d10, e1, g3 (correction to g3 of the initial medwatch. The aware date should be [3/27/2024]) and h6 (health effect - impact code). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's malfunction was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it was likely that the light guide connector of the rigid endoscope telescope had detached due to the effect of an excessive mechanical force caused by an impact or fall. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the light guide connector of the rigid endoscope telescope had detached. The issue occurred during a therapeutic laparoscopic colectomy procedure. The procedure was completed with the same device. There were no reports of patient harm.

Event description:
It was observed during the device inspection, that the rigid endoscope telescope light guide connector was detached. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.